Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed and compliant was confirmed. There was no error code found. After the evaluation of the device, the third-party service center corrected the device. In addition to the above findings, it was also determined that the scratched ui panel. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report the manufacturer captured incorrect product brand name. It has been corrected in this report. In box d: product brand name is corrected.